Event description:
It was reported that the catheter was inserted pre-op for fluid infusion and central venous pressure measurement. An x-ray verified correct catheter placement. During the procedure, the patient developed a hemothorax and tamponade. Thoracic surgery was performed and a large amount of diluted blood was seen in the chest cavity. The patient coded and expired. An autopsy was performed, but results are not available. It is speculated by the hospital that during catheter insertion a vessel was punctured.